Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl+ monitor / defibrillator did not advise a shock while being used in semi-automated external defibrillation (AED) mode when the patient was experiencing a heart rhythm of ventricular tachycardia (vtach) and ventricular fibrillation (vfib). Philips is considering this as a serious injury as the event occurred while the device was in use on a patient in cardiac arrest.

Event description:
It was reported to philips that the heartstart xl+ monitor / defibrillator did not advise a shock while being used in semi-automated external defibrillation (AED) mode when the patient was experiencing a heart rhythm of ventricular tachycardia (vtach) and ventricular fibrillation (vfib). Philips is considering this as a serious injury as the event occurred while the device was in use on a patient in cardiac arrest. The philips field service engineer clarified that the customer's complaint was that the device did not advise a shock for a heart rhythm of vtach. During the event of cardiac arrest, hospital staff initiated cardiopulmonary resuscitation (CPR) efforts, connected the heartstart xl+ to the patient via defibrillator pads, and placed the device in semi-automated external defibrillator (AED) mode. The reporter stated that during the event, the defibrillator did not advise a shock in AED mode when the patient had a heart rhythm of ventricular tachycardia (vtach) with a heart rate of 210 beats per minute (bpm). The physician then switched the device to manual mode and administered shock to the patient. The hospital's biomedical engineer stated that the device behavior was normal and did not impact patient outcome. Based on the information provided for this safety report, the device was behaving as intended when in AED mode, the device did not advise a shock for a patient experiencing a heart rhythm of ventricular tachycardia. The device not issuing a shock advised message is an expected device behavior when the smart analysis algorithm avoids shocking rhythms that are commonly accompanied by a pulse or rhythms that would not benefit from an electrical shock.